Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2015) is considered to be a best estimate. This MDR represents the ventralex st mesh (device 3). An additional supplemental emdr was submitted to represent the kugel patch (device 1). An additional emdr was submitted to represent the kugel patch (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2015 ¿ patient was diagnosed with incarcerated umbilical, ventral hernia, large right inguinal hernia and small left inguinal hernia thereby underwent open repair with implant of kugel patch (right - device 1), kugel patch (left ¿ device 2) and ventralex st mesh (device 3). Per operative notes, ¿on the right side, posterior fascia was opened, and a moderate-sized direct hernia mass was reduced. A small oval kugel patch (right ¿ device 1) was contoured to the abdominal content. On the left side, a direct hernia was identified. A small oval kugel patch (left - device 2) was contoured to the abdominal content. The wound was closed. On the ventral umbilical hernia, a ventralex st mesh (device 3) was placed posteriorly, and the fascia was closed using sutures." On (B)(6) 2018 ¿ patient was diagnosed with perforated diverticulitis thereby underwent open repair with removal of ventralex st mesh (device 3). Per operative notes, ¿there was an extremely large mesenteric abscess noted. In the midline, where the anterior abdominal wall mesh was seen. The ventralex st mesh (device 3) was identified and removed.¿ on (B)(6) 2018 ¿ patient was diagnosed with bilateral groin pain thereby underwent open repair with removal of kugel patch (right ¿ device 1) and kugel patch (left ¿ device 2). Per operative notes, ¿on the left side, there was a dense amount of scar tissue was noted. The kugel patch (left - device 2) was identified and removed. On the right side, similar approach was performed. The kugel patch (right ¿ device 1) was identified and removed.¿